Manufacturer narrative:
(B)(6) follow up for device evaluation. A report was received indicating the presence of a black particle on certain syringes. To support the investigation, two unpackaged syringe samples were submitted for evaluation by the quality team. A visual inspection was conducted on both samples. The first syringe exhibited a dark-colored speck, identified as embedded degraded resin, located approximately 7/8 inch from the bottom of the syringe barrel. The particle measured approximately 1/64 inch in size. The second syringe showed a similar dark-colored speck of embedded degraded resin approximately 1 inch from the bottom of the barrel, measuring about 1/128 inch in size. No additional defects or imperfections were observed during the inspection. The presence of embedded degraded resin is typically associated with the startup phase or intermittent occurrences during the injection molding process. During these times, degraded resin may detach and become incorporated into molded components. A review of the device history record (DHR) for material number 302830, lot 5035993, was completed. The review did not identify any quality issues or anomalies during the production of this lot that could have contributed to the reported condition. No related quality notifications were found, and all manufacturing processes and final inspections were performed in accordance with specification requirements. To date, no similar incidents have been reported for this lot. Based on the analysis of the returned samples, the customer-reported observation has been confirmed.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Event description:
Material#: 302830 batch#: 5035993. It was reported by the customer that black particle was seen on some syringes verbatim: black particle was seen on some syringes additional info: no adverse effects, it was caught in house don¿t have an exact date it is on the plastic similar to the marks, not sure where exactly, we have some samples here.